Event description:
A power source alert 07 was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating that it was within a safe range. The issue was resolved by connecting the charging cable to a wall adapter, which allowed the pump to begin charging, and no further assistance was required.